Event description:
Caller states the patient tested 84 mg/dl and 157 mg/dl on the inform system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.